Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on using dc (battery) power only, that it would not complete the boot-up cycle. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control did observe, however, that the w18 user interface (ui) flex cable as only partially seated to pcb-mounted jack connector, designator j21, on the patient parameter pcb. An improperly seated ui flex cable can cause intermittent boot-up failures; therefore, it¿s reasonable to conclude that it was the likely cause of the reported issue. Stryker then reseated the ui flex cable to resolve the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power their device on using dc (battery) power only, that it would not complete the boot-up cycle. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.